Event description:
It was reported "the customer placing PICC and the introducer didn't split as it should. They needed to use a knife to make it split; could make a hole into catheter."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3517 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.